Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect pump was returned for investigation. A review of the event history log confirmed the error had occurred. The reported error was not duplicated through testing, but infusion was short by 2-3 ml when pump alarmed "syringe empty". Further testing observed the position sensor verification had failed and the position potentiometer was out of calibration. The position potentiometer became un-calibrated due to normal wear and tear, as the pump is over 7 years old. Once the position potentiometer was calibrated, the device was found to pass all delivery, accuracy and functional tests.